Event description:
Report rec'd of leaking at the antisiphon valve of tubing while infusing total parenteral nutrition. The pt was receiving total parenteral nutrition at home via an aim plus infusion pump. The total parenteral nutrition order was 1777.22 ml over 12 hrs with taper up one hour and taper down one hour. Infusion access site was a double lumen mediport. When the pt noted leaking, he notified the home care office and stopped the infusion by turning off the pump. The home care nurse went out and changed the bag and tubing. This was the second incident with the first occurring on 11/06/1998. There was no report of pt harm as a result of the incident.